Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx stent to treat a moderately tortuous, severely calcified lesion with 90% stenosis in the prox mid rca (cass #2). There was no damage noted to packaging. There were no issues when removing the device from the hoop. The device was inspected with no issues. The lesion was pre-dilated. During delivery of the device, it was reported that excessive force was applied to some extent. It was reported that stent dislodgement occurred during removal of the device following failed delivery. It is reported that the stent was initially scheduled to be implanted in prox mid rca cass #2 but failed to be delivered and advanced beyond prox rca cass #1 due to severe calcification. An attempt was made to extract the device from the body but the delivery system only was extracted and the stent device was dislodged. An euphora balloon was used to pass through the dislodged stent device and deploy the stent distal to the lesion. The balloon was used as an "anchor" to reposition the device. The physician inflated the euphora balloon distally to the dislodged stent to pull it into position. There was no issue reported with the euphora balloon. The resolute onyx device was deployed and implanted at prox rca cass#1 (that had a lesion and was initially scheduled to be treated). There is no health hazard to the patient